Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to an occlusion at the time of an right atrial (ra) lead revision. It was noted that there were no product problems associated with the rv lead. The patient was a participant of the adapt response study. No patient complications have been reported as a result of this event.